Event description:
The customer reported the unit was not recognizing the external paddles.

Manufacturer narrative:
(B)(4). The customer reported the unit was not recognizing the external paddles. The unit was evaluated by a philips field service engineer and the symptom was verified. The control pca was replaced to resolve the reported issue.